Manufacturer narrative:
The affected device was returned for evaluation. Functional testing identified dso seal detached, door battery broken. Visual inspection was performed. The downstream occlusion seal and battery door was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation identified dso seal detached, and door battery broken. There was no patient involvement.